Event description:
Symptoms have been resolved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 0.5ml of juvederm® voluma¿ with lidocaine "in the ear tragus area and insertion into the scalp in the temporal zone of the bolus with an aspiration test on the cannula, that exactly after the congress I repeated and received extensive ischemia of the temporal, frontal and auricular branches on the right side". Immediately began to inject hyaluronidase. Today there is focal alopecia of the affected." Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 0.5ml of juvederm® voluma¿ with lidocaine "in the ear tragus area and insertion into the scalp in the temporal zone of the bolus with an aspiration test on the cannula, that exactly after the congress I repeated and received extensive ischemia of the temporal, frontal and auricular branches on the right side". Immediately began to inject hyaluronidase. Today there is focal alopecia of the affected." Event is ongoing.